Event description:
Healthcare professional additionally reported "crease/folding of implant" and "creases associated with hole."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold, wear abrasion. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as surgical impact opening on anterior side, and non-penetrating nicks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks assessed as surgical impact, and non-penetrating nicks.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, d.10, g.1, g.3, h.3, h.6.

Event description:
Healthcare professional additionally reported implant exchange "due to voluntary recall." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side "possible rupture" and "bulging". Device remains implanted.